Manufacturer narrative:
The ge representative instructed the customer over the phone how to perform a manual registration. No further service information was provided.

Event description:
The customer reported that the instatrak 3500 system displayed a no auto registration status message. No patient injury was reported.